Event description:
It was reported that shaft break occurred. The patient presented with chest pain. The more than 90% stenosed target lesion was located in the right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation under the guidance of the guidewire. However, the balloon did not reach the targeted position and the middle of the balloon was fractured. The fractured part was outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of the maverick 2 balloon catheter. The shafts, tip, stent, and balloon were microscopically and visually examined. There was contract in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that the hypotube was separated 54cm distal of the strain relief. The ends of the separation were ovaled, indicating that the hypotube was kinked prior to separation.

Event description:
It was reported that shaft break occurred. The patient presented with chest pain. The more than 90% stenosed target lesion was located in the right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation under the guidance of the guidewire. However, the balloon did not reach the targeted position and the middle of the balloon was fractured. The fractured part was outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.